Event description:
It was reported that the right ventricular (rv) lead exhibited increased, high thresholds and loss of slack. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.